Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 12/2022).

Event description:
It was reported that one year ten months post catheter placement procedure, the catheter was damaged on the point secured with sutures. There was no reported patient injury.

Event description:
It was reported that one year ten months post catheter placement procedure, the catheter was damaged on the point secured with sutures. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one groshong catheter was returned for evaluation. Gross, microscopic visual, tactile evaluation and functional testing were performed. The investigation is confirmed for the reported catheter fracture issue as a partial circumferential break was noted on the catheter approximately 8.4cm from the proximal end. Under microscopic observation, the edges of the partial break on the proximal end of the catheter were noted to be granular and glossy. Upon infusion, a leak was observed from the partial circumferential break on the catheter. Furthermore, a complete circumferential break was noted on the proximal end of the catheter with its surface noted to be uneven, glossy and granular. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 12/2022). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.